Event description:
It was reported that during a supply change the pump displayed ¿unable to proceed,¿ followed by an ¿incomplete fill tubing¿ alert, despite prior alerts indicating low insulin and a needed infusion set change; the user noted an insulin odor, performed a dry run successfully, reinstalled the same cartridge without visible damage, and the issue persisted until the user changed all supplies and resumed insulin. Investigation of this case revealed evidence consistent with an incomplete tubing fill or connection issue, with no confirmed device damage. No reported adverse clinical effects. Outcomes included interruption of insulin delivery that was resolved by changing the supplies. Investigation included remote troubleshooting and user-led functional checks. It was concluded that the event was attributable to a supply or setup issue rather than a device malfunction.